Manufacturer narrative:
H6: component code 515 added. G1: manufacturing site and address corrected.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. The patient tolerated the procedure. During procedure, a type ii endoleak was noted, but no reintervention for this endoleak was reported. On an unknown date, follow-up examination revealed aneurysm enlargement and a suspected distal type I endoleak of the left limb. On (B)(6) 2021, the patient underwent reintervention. The left internal iliac artery was coil embolized, and additional stent graft was deployed to extend the left limb distally. The patient tolerated the procedure.